Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: alcl on contralateral side.

Event description:
Patient's representative reported " severe inflammation of lymph nodes" and "rashes, tingling skin, hair loss, fear of cancer recurrence, emotional distress, pain and suffering¿; these events are not device related. The device was explanted. This record is for the right side.